Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 600 mg/dl. Customer was treated with manual injection. The insulin pump will not be returned for analysis. Frn-unk-rsvr,unomed-unk,ozp. Updated summary: customer also reported having inaccurate readings with sensor that triggered threshold suspend. Customer stated they woke up with a sensor glucose value of 50 mg/dl but blood glucose value was 600 mg/dl. Customer waited for the blood glucose to come down and went to the doctor for 6-8 hours. Blood glucose at the time of the call was 173 mg/dl.